Manufacturer narrative:
Patient information was not provided at the time of report. 4114,3221,4315 are associated with product return. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the site inserted a perc pin and the blue reference frame, but it had a lot of resistance and would not slide onto the pin. The site opened another perc pin with resolution. There was a less than 1-minute delay and no impact on patient outcome. (B)(6) 2020 rep: no new information.